Manufacturer narrative:
This product is manufactured in (B)(4) and is not marketed in the u.s. (B)(4) - no known impact or consequence to patient; (yellow dots on lens surface). Evaluation method: work order search, device history record review. Results: a lens work order search was performed and no similar complaints were found within the work order. Visual inspection of the returned product found no visible damage to the lens. The lens was returned dry. There was evidence of foreign material on the lens surface. A review of the device history record was performed and nothing was found in the manufacturing, packaging and sterilization processes of this lens that was the root cause of the complaint. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search, device history record review and the evaluation of the returned product, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon attempted to load a 13.2mm vicmo13.2 implantable collamer lens but noted the lens had yellow dots on the lens surface. The lens was not used and there was no patient contact.

Manufacturer narrative:
Evaluation: results - the dark particle on the lens was analysed and was identified as an acrylic copolymer. The particle is most likely a product of the collamer material processing. (B)(4)